Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-06408. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise, p-wave amplitude variation, and low pacing impedance and the right ventricular lead exhibited noise. Both leads were capped and replaced on (B)(6) 2020. The patient was in stable condition.